Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site found an optical localizer faulted message during surgery. The camera had the amber light illuminated. The site tried to reboot the system with no change. The site swapped to electromagnetic (em) to continue. This issue caused a 30 minute surgical delay. There was no reported impact on patient outcome. Later, it was reported that during further troubleshooting using the network device interface (ndi) toolbox, the manufacturer representative (rep) found that the internal temperature exceeded and bump faults (bump detector battery and bump detected) were triggered, indicating a complementary metal-oxide semiconductor (cmos) battery failure.

Manufacturer narrative:
H3, h6: the device was serviced in the field. The camera was replaced. The issue with the system was then resolved. Codes b01, c08, and d02 are applicable. The camera that was replaced was returned to the manufacturer and underwent product analysis. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The psu passed an accuracy test (aak) at .248mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot number: p904732 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Added f1906 as an additional annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.